Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding missing or broken retainer rings from the attorney of the family. The information received on (B)(6) 2021 stated the following, reporter alleged missing or broken retainer rings caused the customers to suffer personal injuries. Customer had suffered from hyperglycemia. In (B)(6) 2019, the customer was using a medtronic 630g insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.